Event description:
Ous MDR. We were informed that the patient died in the clinic after an implantation time of about 5 months. No information was provided on the cause of death and the time of death. The ICD is not available for analysis.

Manufacturer narrative:
Ous MDR. The device was not returned for an analysis. Despite our efforts, we were not provided with any further data to clarify the event. Thus, the analysis is based on the existing production documents. The production process of this device was checked. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.